Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiples positions were attempted to place the pacing lead. As a result of the repeated position attempts, the physician reported the "spiral cycle was difficult". This lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.